Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.n986usqsehyh1 hardware: sm-n986u cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6), 2025. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, body aches, and vomiting. The patient was treated with insulin injection and insulin drip. The pod was removed at the hospital. Patient was diagnosed with diabetic ketoacidosis and heart attack while at the hospital. The patient was released on (B)(6) 2025.